Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had air bubble. The customer¿s blood glucose was over 200 mg/dl at the time of incident and the current blood glucose level was 230 mg/dl. Customer was assisted with troubleshooting. The customer stated that the during filling process air bubbles were noticed in the therapy, approximate size of air bubbles was slightly bigger than the soda pop or champagne size. The location of the air bubbles were 14 inches away from the reservoir. Customer stated that no leaks were observed at p-cap connection, tubing and reservoir. Customer's outcome pertaining to the complaint. The device will not be returned for analysis.